Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation the left ventricular lead exhibited loss of capture and low impedance. The device was reprogrammed to right ventricular pacing only. The patient's condition was good and would be monitored.